Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise that resulted in administration of inappropriate high voltage therapy was noted on the right ventricular (rv) lead. During the revision procedure, insulation damage and blood in the lumen were also observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.